Event description:
I have developed breast implant illness since implanting mentor saline implants. Symptoms: chronic fatigue, cognitive dysfunction, muscle aches, joint pain; more symptoms: hair loss, dry itchy eyes, blood shot eyes, popping blood vessels in eyes, irregular heart rate, weight gain, shortness of breath, head pains, low libido, ringing in ears, eye sight diminishing, night sweats, muscle spasms, vertigo, dehydration, chronic sciatica pain for 2 years, liver dysfunction, constant cough, mood swings, depression, symptoms of auto immune diseases (all tests are negative), memory loss, can't find words when speaking, temperature intolerance, chronic inflammation, severe gas, diagnosed with tbs and gerd.